Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while using the ilet, awoke with a glucose in the low 60s with a nadir in the 50s, remained low for about 50 minutes, and treated with oral carbohydrates including a juice box and soda; the user paused the pump during the event due to concern about insulin, though the system is designed not to deliver insulin when glucose is below 70 mg/dl. Symptoms included headache and shaking with sweating consistent with hypoglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user and review of device data over the prior period. Investigation of this case revealed no findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.